Event description:
The customer indicated the system was unusable during display of several fatal error messages. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.